Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retained devices; unable to determine. Source: phone.

Event description:
Consumer reported conflicting results on the same cassette; first run resulted in positive sars and negative flu a and flu b results. The second run resulted in positive sars and positive flu b results. Patient was symptomatic. In addition. Consumer reported 3 false positive sars results out of approximately 20 tests. Within this group both symptomatic and asymptomatic patients were tested. The customer communicated the results were confirmed negative for sars by molecular (pcr testing).